Manufacturer narrative:
The reported event that the tracker was not fully seated was duplicated by the device evaluation. During the functional inspection it was observed that the device was not able to be mounted onto the adapter correctly due to a sticking interface. Any physical impact to the navigated instrument, such as with a mallet or a similar tool, will cause product damage or operational failure due to battery movement.

Event description:
It was reported that during a procedure conducted at the user facility the device was alleged to have lost calibration and was not seated properly, causing inaccurate values. No impact to the patient or procedural delays were associated with this event.

Event description:
It was reported that during a procedure conducted at the user facility the device was alleged to have lost calibration and was not seated properly, causing inaccurate values. No impact to the patient or procedural delays were associated with this event.